Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem and section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. Upon investigation of the actual device used in this incident, it was determined that the medication task warning was not popping up in pyxis. A technical support specialist (tss) dialed into server, checked future task warning for station. Customer reported medications given at 8 am but allowed again at 11 am without warning. Verified settings and ¿require too close warning¿ was enabled, ran remove-warning reports for extended date ranges and no data found. Requested order ID and exact dispense date for confirmation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, future task warning was not popping up in pyxis. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary future task warning was not popping up in pyxis. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.